Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the recall/advisory notification on this model device. At the time of the explant, the left ventricular transvenous rate/sense lead was capped due to high pacing thresholds and diaphramatic stimulation. No adverse patient symptoms were reported.